Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the successful implant of a transcatheter aortic valve, it was observed that the valve had dislodged on the non-coronary cusp (ncc) side. Subsequently, the valve was snared into the sinotubular junction (stj) and a second valve was placed. It was observed that paravalvular leak (pvl) of unspecified severity occurred following the placement of the second valve, so a post-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic 19 millimeter (mm) balloon. It was observed that the severity of the pvl had decreased to mild following the bav. Additional information was received that a non-medtronic guidewire was used during the procedure. Prior to the implant of the first valve, a pre-implant bav was performed using an 18 mm non-medtronic balloon. The deployment starting point was at the mid pigtail. Prior to valve dislodgement, the implant depth was 0 mm on the non-coronary cusp (ncc), and 7 mm on the left coronary cusp (lcc). After full release, the ncc side of the valve gradually rose, eventually going up to a negative value and moving out of the annulus as confirmed by echocardiography. A post-implant bav was not performed prior to the dislodge of the first valve. The patient's anatomy, specifically the patient's horizontal aorta and s-shaped septum, and the left transcarotid approach, which did not allow for coaxial alignment, contributed to the dislodge. Since the cusp overlap (cov) and near cov views could not be visualized at certain angles, accurate evaluation of the ncc side of the valve was not possible under fluoroscopy. The outflow crown of the second valve was implanted overlapping the lower end of the first valve that was fixed around the sinotubular junction (stj). Following the implant of the second valve and prior to the post-implant bav, the severity of the pvl was mild-moderate.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {non-implantable} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the successful implant of a transcatheter aortic valve, it was observed that the valve had dislodged on the non-coronary cusp (ncc) side. Subsequently, the valve was snared into the sinotubular junction (stj) and a second valve was placed. It was observed that paravalvular leak (pvl) of unspecified severity occurred following the placement of the second valve, so a post-implant balloon aortic valvuloplasty was performed with a non-medtronic 19 millimeter (mm) balloon. It was observed that the severity of the pvl had decreased to mild following the bav.